Event description:
During a robotic assisted distal pancreatectomy, the jaws of the force bipolar were observed to be moving on their own and without manipulation by the surgeon at the console. This instrument was passed off the sterile field to be tagged and sent down to spd to be addressed and a new force bipolar was opened to finish the procedure. There were no deviations in care and no harm to patient. The procedure was completed as planned. Will send back to intuitive to request reimbursement for remaining lives.